Event description:
Customer states pump has never alarmed no delivery when they have a bent cannula. Sending tubing clamp and instructed to call co back for the high pressure test. Customer called back to do the hp test and pump failed the test.